Event description:
It was reported subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t-wave oversensing resulting in an inappropriate shock. The patient was then admitted to the hospital to determine further evaluation. This system was explanted and replaced. No additional adverse patient effects were reported.